Event description:
The customer reported that the system displayed an intermittent precharge voltage error. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module connectors were reseated and tightened. The system was then found to be operating as intended.